Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The patient contacted lifescan alleging that her one touch ultra meter was set to the incorrect units of measurement. The medical affairs specialist spoke with the patient in 2005. About 2 weeks ago, the patient obtained a fasting am result of 18.1 mmol/l ( converts to 326 mg/dl) on the reporter meter which she interpreted to by 181 mg/dl. She was feeling dizzy when she tested. She took her usual am oral diabetes medication: glucophage 500 mg and amaryl 2mg and blood pressure (p) medication-cardizem. Her husband took her to the doctor because she was feeling dizzy. The doctor checked the patient's bp; it was 100/60. The patient stated that her normal bp was 140-150/80-85. The doctor sent the patient to ER where was given IV medication to bring her blood pressure up. The patient did not remember the blood glucose result obtained in the ER, but she remembered being told. "It was all right." She received no diabetes treatment at the doctor's office or ER. Her doctor attributed her dizziness at the time of concern to her hypotension rather than diabetes. The patient said that her daughter recently noticed a decimal point in the meter reading when the patient tested with the reported meter; the patient contacted lifescan afterward. The customer care representative confirmed that the meter was set to mmol/l instead of mg/dl. The patient said that the meter had previously been in the correct units of measurement and she did not recall changing units of measurement setting. The patient continued taking her set dose of oral diabetes medication and did not experience injury and medical intervention due to the product. The complaint is reported as a product malfunction, as the patient did not recall changing the meter units of measurement setting. The meter, test strips, and control solution were replaced.